Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during pd treatment . During drain 1 of 3 the patient encountered multiple air detected in cassette warnings. A fluid leak was discovered as patient saw fluid pulsating from a small break or hole in the patient line. The patient canceled the treatment and called technical services. When the patient opened the cassette door there was no fluid in the pump module area and no fluid on the external of the cassette. The patient was advised by technical services to reset up with new supplies and to inform the peritoneal dialysis nurse (pdrn) about the leak. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The third party carrier's website was reviewed and it was verified that the provided shipping materials were sent to the customer and were subsequently received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during pd treatment. During drain 1 of 3 the patient encountered multiple air detected in cassette warnings. A fluid leak was discovered as patient saw fluid pulsating from a small break or hole in the patient line. The patient canceled the treatment and called technical services. When the patient opened the cassette door there was no fluid in the pump module area and no fluid on the external of the cassette. The patient was advised by technical services to reset up with new supplies and to inform the peritoneal dialysis nurse (pdrn) about the leak. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.